Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic total gastrectomy procedure. For the first firing of the duodenum resection, the surgeon fired the powered stapling handle. After the surgery, leakage was noted from the cut end. A reoperation was performed. The current status of the patient is reported as under monitoring. The patient's hospitalization time was extended due to the issue.